Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to prior agreement between the surgeon and the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "primary acetabular shell revised on (B) (6) 2010 as a result of grossly loose component."